Event description:
It was reported that an alert was sent for an atrial tachycardia/atrial fibrillation (at/af) burden exceeded. Review of the transmitted data showed no evidence of at/af burden exceeding. The at/af burden alert was set for 24 hours daily, but no episodes exceeded 24 hours. It was suspected that a possibility of ongoing at/af events, the freeze capture at the time of transmission was not at/af. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported complaint of triggering an af burden alert when not enough af was accumulated within a 24 hour period was confirmed. This was due to a known firmware issue where the firmware does not re-start the 24 hour sliding window which causes the firmware to accumulate at/af burden beyond the 24 hours.